Manufacturer narrative:
Luke shumaker, zev leopold, max perilstein, samuel ricci, daniel eun. ¿robot assisted transvesical simple prostatectomy with circumferential mucosal anastomosis: long term urinary and sexual function outcomes in a 292 patient cohort.¿ journal of robotic surgery, (2025) 19:693. Https://doi.org/10.1007/s11701-025-02879-0. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study compared the outcomes of patients who underwent robot assisted prostatectomy for the treatment of bothersome lower urinary tract symptoms between june 2013 through june 2024. A barbed suture was used to create a mucosa-to-mucosa anastomosis. There were 292 patients included in the study and bladder leak was noted in one patient, who was treated with operative repair. Robot-assisted transvesical simple prostatectomy with circumferential mucosal anastomosis: long-term urinary and sexual function outcomes in a 292 patient cohort. Doi.org/10.1007/s11701-025-02879-0.

Manufacturer narrative:
Correction: h6 (ime e232402 removed, ime e2108 added). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.